Event description:
The customer reported that the system's left monitor went completely blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the reported problem and replaced the left monitor. The system was tested and found to be working as intended and put back into service.